Event description:
A call to technical services on (B)(6) 2011 states that during a device changeout the physician broke 10 medtronic 5873w wrenches attempting to loosen the set screws on a device. The 11th wrench worked fine. The tip of the wrench did not break off in the screw. They literally just broke apart. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).